Event description:
The reporter did meter to lab comparison tests. Testing was about 30 minutes apart, in a fasting state. The meter readings was 74mg/dl, and the result of the lab test was 179mg/dl. The reporter was sometimes tired when asked about symptoms. On followup, the reporter confirmed the above info. Reviewed proper cleaning methods. No harm was alleged.